Event description:
Additional information was received that indicated that the generator was at end of service (eri=yes).

Event description:
It was initially reported that the patient was experiencing an increase in seizures, unclear if the increase in seizures are related to vns. The physician is adjusting medications to find the optimal combination. The patient is having staring spells about one and month but the physician is unclear if these are actually seizures. The patient had their vns settings adjusted and medication adjusted. Diagnostics were within normal limits (dcdc code - 2). Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
.

Event description:
Additional information was received that physician will not provide any additional information about the patient's increase in seizures. The patient had a generator replacement. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.